Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump has rejected new battery. The insulin pump was slower during rewind and motor made grinding noise. The buttons were harder to press. They received unexplained no delivery alerts. Customer's blood glucose level was not reported. The device was not returned.